Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent left hip revision surgery for the profemur® total hip system (stem & neck) due to corrosion at the neck-stem junction of the device, lack of mobility and pain. It was not indicated if the acetabular components were revised.

Manufacturer narrative:
Section d.4 :additional information in product ID and lot#.